Event description:
Device issue: guide wire separation. Time of device issue: during procedure. Adverse event: none. It was reported that the target lesion had mild tortuosity, mild calcification, and was a concentric and de novo lesion. The bmw universal was delivered toward the lesion with a microcatheter. There was no resistance when delivering, and it crossed through the lesion; however, when the bmw universal guide wire was attempted to be advanced toward the periphery of the left circumflex (lcx), (at this point, the microcatheter was advanced up to the vicinity of the lesion.) The physician was unable to control the tip of the guide wire. Therefore, the physician suspected the guide wire had separated. All the systems, guiding catheter, microcatheter and the bmw universal guide wire were removed as a complete unit. Out of the pt's body, the distal part of the guide wire was found to be separated, and it was found inside the microcatheter. There was no effect to the pt. Though requested, no add'l info or pt info was available.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all add'l relevant info.